Event description:
5fu pump started wed to infuse over 46 hours via infusystem home infusion pump. Pt returned [] 0900 to have pump taken down. Upon arrival, 5fu bag appeared to be full, did not infuse. Pt states he checked pump while at home and noted reservoir volume to be counting down and pump did count down to 0 and alarmed when done although medication did not infuse. Setting on cadd legacy plus, serial # (B)(4): reservoir volume: 0.0 ml, continuous rate: 3.0 ml/hr, given: 138.00 ml, air detector: off, upstream sensor: off. Label on 5fu bag: fluorouracil 5,050mg in sodium chloride 0.9% 138 ml infusion for home use, rate: 3 ml/hr, duration: 46 hrs. Pt states he took batteries out of machine when it alarmed at completion and states "the clamp going from the bag to the machine was clamped". Upon my inspection, clamp was open, pt states he jarred it loose when he took batteries out. I notified the physician by cell/voice mail message left and by staff message. I notified pharmacist on site, and my manager.